Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since the patient was implanted with the device, that their therapy worked for them for about 2 days and hasn't provided relief since. Caller stated the patient has "had nothing but trouble with it", referring to patient's device, and they want the device explanted. Caller stated for about the past month, the patient has been having issues and was admitted into one hospital the other day and they "gave her a bunch of drugs" and sent her home. Caller stated when patient got home from the hospital they couldn't even walk up the steps so they brought them to another hospital where patient is currently admitted. Caller stated they don't know if the pain is from the implanted device but this has been going on for about a month now. Caller mentioned being reprogrammed by a manufacturer representative (rep). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.